Manufacturer narrative:
Conclusion: the device history record was reviewed for the valve and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. Per the image review received, it was confirmed that the valve dislodged. However; given the limited information available, the root cause of the dislodgement event cannot be determined. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Images were provided to medtronic for review. Clip #1 is showing valve dislodgement on deployment that is well below the native annulus and deeper than target implant depth. Clip #2 is again showing valve dislodgement upon deployment well below the native annulus and deeper than target implant depth. The movie clips provided to this file does confirm that final implant of the evolut valve was deeper than target implant depth. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely was due to suboptimal position / too deep (depth of 12 mm to 13 mm) of the valve after valve dislodgement, as confirmed per the image review. The device history record for d307654 was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Updated section h.6 eval, result, and conclusion codes corrected section h.6 patient and device codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: e vproplus-34us, serial/lot #: (B)(4), ubd: 09-dec-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded. Therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured twice due to dislodgement during the attempted deployment. Upon 80% deployment, valve was assessed to be at a depth of 6 to 8 millimeter (mm). The plan was to deploy at that depth but at deployment the valve dislodged to depth of 12-13mm. The valve was implanted at a depth of 12 mm to 13 mm with a gradient of 12mmhg. Moderate/severe paravalvular leak (pvl) was reported. Post-implant balloon aortic valvuloplasty (bav) was performed and pvl remained unchanged. A second valve was implanted at a depth of 5mm and moderate pvl remained. Another post-implant bav was performed and final gradient was 8.5mmhg and pvl was reduced to mild. No additional adverse patient effects were reported. .